Manufacturer narrative:
Device is available for evaluation. Device was returned on dec/29/2016. Date MFR. Rec: jan/5/2017. Device evaluation has been completed. Analysis could not confirm the reported event of the handpiece heating up. Pre-repair temperature testing was performed on the device. The ambient temperature was 74.6 degrees f. Pre-repair temperatures after running the device for 1 minute were the following: gear ¿ 78 degrees f, motor ¿ 78 degrees f and bearing ¿ 77 degrees f. The device cable was kinked. The device was repaired, tested to all manufacturing product specifications and returned to the customer. (B)(4).

Manufacturer narrative:
Evaluation was not performed; product was not returned for analysis.

Event description:
It was reported that the handpiece is heating up easily. There was no patient impact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.